Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. This report is for an unknown ao universal spine system pedicle screw/locking/set screws: uss./unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: arlet, v., shilt, j., and ouellet, j. (2005), the suprapedicle claw construct in anterior scoliosis surgery, european spine journal, vol. 14 (8), pages 789-784 (USA). The aim of the study is to report 2 cases where a suprapedicle claw was successfully used in anterior scoliosis correction of a right thoracic curve. This is a case presentation of an (B)(6) year-old girl with juvenile onset idiopathic scoliosis. She underwent anterior fusion and instrumentation from t6 to t12 using a standard 5 or 6 mm ao universal spine system pedicle screw. On the 6th postoperative day, standing films revealed proximal screw pullout. 10 days later, she underwent removal of the screw and a supra-pedicular hook was placed and attached to the previously placed rod. Follow-up x-rays at 3 months revealed maintained postoperative correction. This report is for an unknown ao universal spine system pedicle screw/locking/set screws: uss. This is report 1 of 1 for (B)(4).